Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model#: sc-4318 lot #: 20209164 description: clik x anchor the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site and loss of stimulation. High impedance was noted on one lead. The patient underwent a lead and ipg replacement procedure wherein the ipg was relocated. The patient was doing well postoperatively.